Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech returned touchscreen flex circuit failed the flex circuit resistance testing. The high out of specification results were determined to be the cause of the alleged touchscreen misalignment issue. Touch screen failures due to high and out of spec resistance measurements have been previously investigated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6) hospital.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was misalignment in the touch position of the touchscreen. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device during periodic maintenance and confirmed the touchscreen issue. The asp attempted to resolve the issue by calibrating the device, but the issue persisted. The asp replaced the touchscreen to resolve the issue. Following the replacement of the touchscreen, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.